Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin leaked from the bd ultra fine¿ mini insulin pen needle onto the consumer's arm during attempted injection. Additionally, it was reported that the consumer had vision impairment, and thought the needle "was never there" to begin with. As reported by the customer, "item #320145 lot # unknown has vision issues. Consumer took the cap off tried to inject and insulin just went down arm. Feels the needle was never there. Discarded read privacy for (B)(6)"